Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during a biopsy procedure, the device allegedly had trouble inserting the outer canula. It was further reported that it requires an incision to insert. There was no reported patient injury. Additional information: when placing the introducer during PICC insertion we have all noticed that more force is required to place the introducer through the skin and into the vein. At first, I thought I was losing hand strength due to getting older, however numerous younger team members have also noticed the problem. The inner cannula enters the skin however more times than not, to insert the inner and outer cannulas together, a small incision is now required which leads to more issues with post procedure bleeding. Also, it seems that the outer cannula will "fishmouth" rather than entering the arm smoothly, expanding with pressure and making the device unusable. The device was inspected prior to use, no deformities were noticed. It was reported this occurred with 2 devices. This report addresses both devices.